Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had to recharge the ipg for an extended period of time. As a result, the pt's ipg was explanted and replaced (with a different model). The replacement ipg resolved the pt's issue. The explanted product will not be returned to sjm.